Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving baclofen (250mcg/ml at 50mcg/day) and morphine (1mg/ml at 0.2mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that during a refill on (B)(6) 2019, the hcp was able to aspirate the proper amount from the pump but was only able to fill the reservoir with ~15cc. The locked reservoir valve procedure was explained and then the hcp was able to fill the pump with 19cc of drug. No patient symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(6) 2019. It was reported that the cause of the inability to fill the pump to capacity was that it was ¿locked pump with air.¿ further actions included the patient to come back on (B)(6) 2020 to check and do a pump refill and make sure everything is working well. The inability to fill the pump to capacity has been resolved. There were no further complications reported/anticipated.